Manufacturer narrative:
After review of the additional event details provided on 6/8/2017, the event suggests a failure to prime. It was reported that the device allegedly released immediately after the operator removed their fingers from the cocking mechanism, which resulted in the device failing to prime, not self activating. There was no reported patient contact. After receipt of this information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly self-activated. There was no patient contact.